Manufacturer narrative:
Section h10: the real intelligence robotic drill intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported issue was confirmed. A kpc test was attempted and failed. The drill presented a "timeout" error. A case was run and the drill presented a "timeout" error at the bur loading screen and the drill icon starts to flicker at the connection screen. The most likely cause of this event may be associated with a loose connection. Although the reported problem of long attachment locked and unable to be disassemble (physical resistance/sticking) was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a mechanical component failure of the robotic drill attachment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that after several failed attempts to clear drill deactivated and internal errors, they proceeded with manual instrumentation. This issue caused a non-significant delay, and patient was not harmed beyond the reported problem. Then, when they attempted to disassemble the drill, the long attachment was locked on and they were unable to disassemble it. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, they pressed unlock to load bur and received the ¿drill deactivated error.¿ when they pressed continue, it took them back to the connection screen and they continued to progress to unlock screen and got the same error message. Several times they could load bur and progress to calibration screen, but would eventually got same error. They could not get past calibration to proceed with the case. They logged out and shut down cori and unplugged robotic drill and plugged back in and started a whole new case. They received the same error message and could not continue. They logged out of case and went to drill diagnostic test and the robotic drill failed every test and then they received ¿the robotic drill has an internal error, please contact customer support.¿ so, they attempted to run again and it failed again. As a last ditch effort, they tried to go back into case and see if they could progress and they continued to get the drill deactivation error. Therefore, they proceeded with manual case. This issue caused a non-significant delay, and patient was not harmed beyond the reported problem. Then, when they attempted to disassemble the drill, the long attachment was locked on and they were unable to disassemble it.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6, h7, h9: the real intelligence robotic drill rob10013, (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported issue was confirmed. A kpc test was attempted and failed. The drill presented a "timeout" error. A case was run and the drill presented a "timeout" error at the bur loading screen and the drill icon starts to flicker at the connection screen. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Although the reported problem (physical resistance/sticking) was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a mechanical component failure of the robotic drill attachment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.